Event description:
New information received notes that the backup vvi mode issue was observed when the patient presented in clinic during a follow up. The device automatically returned to normal. The patient's condition was normal.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that backup vvi mode issue was observed on the device.